Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results: bd received sample and photo from the customer facility for investigation in support of this complaint. The sample and photo were evaluated and the customers' indicated failure mode for white foreign matter with the incident lot was observed. The retained samples from this lot number were evaluated and no further examples of fm were identified. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: the complaint was confirmed upon evaluation of the customer returned sample and photograph, the fm is the calcium balanced lithium heparin additive from the inside of the barrel. Additive is sprayed inside the barrel and dried. When the plunger is inserted, the dried additive can be amalgamated into a white hair-like entity. Based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that white foreign matter was noticed before use in the syringe barrel of a bd preset¿ syringe with attached needle and bd luer-lok¿ with a green plunger and blue cube. No serious injury, blood to mucous membrane exposure or medical intervention was reported.